Manufacturer narrative:
Importer reported that a user facility reported that a patient experienced hyperpigmentation and swelling in the treatment site following the use of the opus system. The cause of the event may be related to several factors, including an anticipated post-treatment reaction, inappropriate post-treatment care, or user error. The event is transient short term pih might be expected. Despite several attempts by importer to follow up on the patient's healing progress, no information was provided by the user facility. Consequently, the incident is being reported in good faith.

Event description:
Importer reported that a user facility reported that a patient experienced hyperpigmentation and swelling in the treatment site following the use of the opus system.